Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that during an appt, the diagnostics performed resulted in high lead impedance. The pt also had been reporting not feeling stimulation during normal and magnet stimulation, and had noted an increase in seizures, above baseline since about (B) (6) 2009. It was noted by the pt's wife that he had eye surgery on (B) (6) 2009 and either moved or had a seizure during the surgery and he was then restrained. It is unclear how he was restrained and in relation to the device location. Since that time, the pt has reported not feeling stimulation. The pt's physician attempted to turn the settings up to see if the pt could feel stimulation, of which the pt still reported not feeling stimulation. Diagnostics were not performed during this time. The pt's device has been disabled and x-rays were taken and sent to the MFR for review. X-rays were reviewed, which did not result in gross lead fractures or discontinuities visualized. There was an acute angle visualized in lead body caudal to the bifurcation that could have possibly been contributing to the pt's reported high impedance. There was a portion of the lead behind the generator and could not be assessed. Good faith attempts to obtain add'l info have been unsuccessful to date. The pt is expected to have revision surgery.